Event description:
The non-diabetic wife of the customer alleges she had a lb incident using strips that were labeled with an incorrect expiration date. The reporter alleges the strips had an expiration date of 06/30/2007, but the bom expiration date for this lot and catalog number is 06/30/2004. The reporter no longer has the vial of strips or box they came in. The wife obtained a bg result of 159 mg/dl and states she was having symptoms of hypoglycemia. The customer states that he normal blood glucose level is 71 mg/dl. No report of adverse event or medical intervention. After she ate she felt better. Return requested and replacement was sent.